Event description:
It was reported during an unknown critical procedure, the epiq 5 ultrasound repeatedly froze and could not be operated. The procedure was able to be completed after the system was exchanged. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The system logs and other pertinent information for the investigation were not able to be obtained. No further information is available.